Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bbl¿ cultureswab¿ plus amies gel with charcoal, double swab has been found contaminated. The following has been provided by the initial reporter: it was reported by the customer that they detected "were black/grey fuzzy looking splotches" on the inside of the tubes.

Event description:
It has been reported that the bd bbl¿ cultureswab¿ plus amies gel with charcoal, double swab has been found contaminated. The following has been provided by the initial reporter: it was reported by the customer that they detected "were black/grey fuzzy looking splotches" on the inside of the tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 28-jan-2022 h.6. Investigation: this statement serves to summarize findings on the recent complaint on product 220122 (cultureswab plus amies charcoal double), lot number 212125700, where it was observed that there was a fungal contamination in the tube. Event description: " fungal contamination." Complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of the device history record does not indicate any manufacturing issues. Sample analysis: the photos and returns provided did not show any fungal contamination. What was observed was droplets of the charcoal media that had come off the gel matrix and adhered to the inside of the tube. The retention samples did not exhibit any defects. Evaluations results: based on the investigation, no defect was observed. There is no systemic failure in the manufacturing process and the retention samples were satisfactory. As no deviations were observed in the investigation, no corrective or preventive actions are indicated at this time. However, bd will continue to monitor for trending. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed as a defect. No further actions will be taken as no confirmed trend has been identified. Bd will continue to monitor for trending. See h.10.